Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) was receiving multiple line blocked alarms and initially being unable to reattach the cassette due to misalignment between the cassette and pump. After realigning the components, the pwd was able to resume basal delivery with the current cassette; however, the alarm recurred within a few minutes. Due to repeated alarms, the pwd replaced the infusion site, tubing, and cassette and successfully resumed basal delivery. The event occurred during infusion and there was no patient injury.